Manufacturer narrative:
(B)(6). Concomitant products - part: us157852 name: m2a-magnum pf cup 52odx46id lot: 174140; part: 139254 name: m2a-magnum 42-50mm tpr insrt-3 lot: 221550; part: 13-103206 name: taperloc por red/lat 12.5x145 lot: 739060. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-05145.

Event description:
It was reported that a patient was revised approximately 8 years post initial implantation due to pain, failed conservative modalities, significant elevated cobalt and chromium levels, fluid collection and concern for metal and metal reaction. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned head and taper insert were identified to be assembled upon receipt. Scratches were found on the outer side diameter of the head. There were damages on the rim of the head and taper insert likely caused during the removal of the taper from the stem. No foreign debris was visible on the taper of the head. Evaluation of the returned devices does not change the root cause previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.